Event description:
The customer contacted baxter's service center regarding a 2240 which occurred on the home choice (hc) during dwell 3 of 4. The technical service representative (tsr) had the home patient (hp) cycle power to the hc. The hc alarmed system error 2367. The tsr had the hp the cycle power to the hc again. The hc proceeded to press go to start. The hp stated that an unused the supply line clamp was open. The tsr informed the hp that the unused supply line needed to be closed. The tsr informed the hp to start over with new supplies or use manual supplies to complete therapy. The tsr instructed the hp to inform the nurse of the system error 2240. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was due to the clamp being inadvertently left open by the user. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Product surveillance contacted the home patient on (B)(6) 2012 in regards to a system error 2240 alarm and she said she was able to resume therapy after starting over with new supplies. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. A labeling review was performed and the labeling was found to be accurate and sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.